Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the web intrasaccular flow disruption device was used for a distal ica aneurysm embolization. After the device was detached in the aneurysm, it was noted that the selected size was too small for the aneurysm and the device rotated slightly within the aneurysm; however, it remained fully contained withing the aneurysm sack. A short attempt was made to coax the web into a more coaxial position within the aneurysm, but it remained out of position. The decision was then made to use hydrogel coils and place them proximally to the web. Once the coils were introduced, the web orientation was corrected and the aneurysm was successfully treated. There was no report of harm or injury to the patient.